Event description:
Procedure: gastric bypass. According to the reporter: the first firing used to form the pouch cut but did not place staples. Another sulu was applied and additional tissue was resected making a smaller pouch.